Event description:
It was reported the patient experienced mandibular instability due to fracture of the plates that fixed during a right sagittalosteotomy. Therefore, the patient underwent a revision procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in colombia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.